Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that the patient had chronic back pain which got worse during the implant and had gotten worse since explant. The caller reported that the patient's device was removed because it looked like the battery was sticking out of the patient's skin. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v268042, implanted: (B)(6) 2009, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that piece of wire was still inside patient and they were wondered if that could be causing her back pain. Patient stated they had been getting epidural steroids to relieve pain and now they would burn the nerve inside in lower back to relieve the pain. They had an appointment on (B)(6) with healthcare provider that would be doing that. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID (B)(4) lot# v268042 serial# implanted: (B)(6) 2009 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had a service complaint about doctor education with MRI compatibility. They stated that they wouldn't have gotten the implant if they knew they couldn't have a MRI. It was confirmed that the MRI was unrelated to the device/therapy. They didn't think the doctor took enough time to remove the lead because a piece broke off and they couldn't have any other MRI. No one would remove the lead due to its proximity to the spine. They didn't know if the back pain was due to the lead fragment or not; they just knew that the pain was worse than before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.